Event description:
Decreased pacing was observed on this lead. Lead is believed to be dislodged. Function has been turned off and will remain disabled until the lead can be revised. No adverse patient side effects were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
19-nov-2020 - lead was explanted on (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.